Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after a transcatheter valve implantation procedure the patient died after experiencing asystole. It was also reported that an implantable pulse generator (ipg) malfunction was observed.